Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the neurostimulator was turned on, the patient felt adequate stimulation in the right leg. However, the stimulation in the left leg was lost. There was no known related incident or accident reported. The patient¿s status was listed as "good". A review of impedances indicated a combination of damages to the lead wires and high impedances. No further details, patient symptoms or outcome were provided. Additional information was requested, but not available at the time of this report. Further information will be filed in a follow-up report when received.